Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. Attempts to seek for additional information were not attained as the field representative has no information with the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.